Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] persistence of a 4-mm metallic fragment in the left abdomen [device breakage] chest pain [chest pain] disabling headaches [headache] chronic abdominal inflammation [inflammation localized] weight gain [weight gain] migraines [migraine] concentration difficulties [concentration impairment] memory impairment [memory impairment] abdominal bloating [abdominal bloating] fatigue [fatigue] hair loss [hair loss] muscle and joint pain [arthromyalgia] cognitive disorders [cognitive disorders] cardiac disorders [cardiac disorder]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("persistence of a 4-mm metallic fragment in the left abdomen") and chest pain ("chest pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adhd, fruit allergy, milk allergy, penicillin allergy, nickel allergy, tonsillectomy and parity 3 (born in 2001, 2003 and 2005). As concurrent condition the report mentioned nickel allergy. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion medically important), chest pain (seriousness criterion hospitalisation), headache ("disabling headaches"), inflammation ("chronic abdominal inflammation"), migraine ("migraines"), disturbance in attention ("concentration difficulties"), memory impairment ("memory impairment"), abdominal distension ("abdominal bloating"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("muscle and joint pain"), cognitive disorder ("cognitive disorders") and cardiac disorder ("cardiac disorders") and was found to have weight increased ("weight gain"). The patient was hospitalised from (B)(6) 2026 to (B)(6) 2026. The patient was treated with surgery (vaginal hysterectomy with cystopexy). At the time of the report, the weight increased was resolving and the pelvic pain and cardiac disorder had not resolved. The outcomes for device breakage, headache, inflammation, migraine, disturbance in attention, memory impairment, abdominal distension, fatigue, alopecia, arthralgia and cognitive disorder were unknown. The reporter considered abdominal distension, alopecia, arthralgia, cardiac disorder, chest pain, cognitive disorder, device breakage, disturbance in attention, fatigue, headache, inflammation, memory impairment, migraine, pelvic pain and weight increased to be related to essure administration. The reporter commented: the patient was hospitalized from (B)(6) 2026 to (B)(6) 2026 for chest pain of undetermined origin with intermittent left bundle branch block. It was concluded that there was no indication for further etiological investigations or initiation of specific treatment. The patient was advised to discuss this with her general practitioner in order to reassess the indication for outpatient cardiology follow-up for intermittent left bundle branch block. The patient still had pelvic pain and cardiac disorders while a fragment of the essure implant remained in place. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] in (B)(6) 2018: the patient still had episodic, localized left pelvic pain. [Electrocardiogram] (date unknown): no abnormalities sinus tachycardia and supraventricular extrasystoles were noted and could correspond to the patient¿s dysrhythmic sensations, but did not require treatment [histology] on (B)(6) 2017: the myometrium showed diffuse leiomyomatous hypertrophy. The connective tissue was increased, and smooth muscle fibers surrounded the vessels. These fibers were hypertrophic and formed whorled structures. The vascular walls were thickened. The histological appearance was consistent with simple glandular hyperplasia of the endometrium, with proliferation of narrow, disorganized glandular tubes. The edematous cytogenic chorion was sometimes dissociated by small hemorrhagic suffusions and appeared dotted with lymphocytes and common histiocytes. The findings also corresponded to chronic exocervicitis with ectasia of nabothian glands. Under an atrophic epithelium, the glands showed cystic transformation and appeared filled with abundant secretory material. They were surrounded by a fibrotic chorion containing lymphoplasmacytic elements [ultrasound pelvis] on (B)(6) 2017: normal. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.